Event description:
On (B)(6) 2013, the reporter contacted animas alleging an intermittent power issue with the pump. The reporter denied damage to the pump or that there was evidence of moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.